Manufacturer narrative:
Additional information: d4-UDI. Corrected information:d4-expiration date. Investigation results: visual investigation: the products arrived in a decontaminated status with visible damaged glass ball coating. We made a visual inspection of the products. Here we found a visible damaged glass ball coating. Additionally the products will be sent to the manufacturer for further analysis. Batch history review: the device quality and manufacturing history records (DHR) will be checked for the lot number(s) from the manufacturer of the product. Review of the complaint history revealed that no similar complaints have been filed against products from this batch number. The review of risk assessment revealed that the overall risk level (severity 2(5) probability of occurrence 1(5)) according to din en iso 14971 is still acceptable. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. Based upon the investigations results a CAPA is not necessary.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with fs618su - orthopilot cap single-use markers. The product was not visible right after opening. The customer opened a new backup product and the operation was completed without any problems. After that, when checking the defective actual product, the color of 1 out of 12 was different from the normal product, and it was not visible in the navigation as reported. The patient harm is unknown til to date. Additional information has been requested but not yet received as of this report. Additional patient information is not available. The malfunction is filed under aag reference (B)(4).